Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round high profile 630cc and experienced symptoms including feeling like she was going to pass out, low blood sugar, feeling light headed, dizzy, IV for 18 hours a day, bad indigestion, extreme fatigue, autonomic failure, has to have a pace maker, takes about 20000 milligrams of sodium a day, has to drink electrolytes all day, pees her pants sometimes, pain in port area that goes from armpit all the way into her hand, tender lymph nodes, breast pain, weight gain, and trouble breathing. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.